Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of the provided expertise files confirmed the reported behavior, as several communication errors were observed during the interrogation from (B)(6) 2023. - between 16:00 and 16:46, errors indicating that the implant is beyond telemetry head range were observed, most probably because the telemetry head was not positioned on the device during these 46 minutes. - afterwards, two communication errors were observed during a sensing test. It can be suspected that these two errors resulted from a slight movement of the head during the test, even though this hypothesis cannot be confirmed with certainty.

Event description:
Reportedly, telemetry errors occurred during an interrogation.

Event description:
Reportedly, telemetry errors occurred during an interrogation.